Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were call service alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the pump¿s black box data showed cs 052 and cs 054 call service alarms. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. There was no defect found during investigation. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.